Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the tip of the awl is broken. No further information was provided. No reported patient or procedure harm noted. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history records showed that the parts conformed to final inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The cannulated awl was received intact. The device is in good condition with only a few scratches and marks along its length. The sharpened distal tip of the device is missing and appears to have broken off leaving behind a homogenous fracture surface. The awl was is over nine years old. The use of excessive force may have contributed to the breakage. The design of the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.